Event description:
A report was received stating the listed tracheostomy tube was checked for leaks prior to patient use; no leaks found. After 2 weeks of use, the device was found leaking at the cuff. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.